Event description:
Related manufacturer report numbers: 2938836-2017-24645 and 2938836-2017-24646. Both the right atrial (ra) and right ventricular (rv) leads had become dislodged due to patient activity. The dislodgement of the ra and rv leads resulted in noise and an increase in impedance on the ra and rv channels. The patient received inappropriate therapy due to the noise and dislodgement of the rv lead. The leads were explanted and replaced; however, the noise was still evident on both channels. The device was also explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
A complete lead was returned for evaluation. Visual examination revealed no anomalies on the tendril lead.